Manufacturer narrative:
Correction: device UDI provided. A review of the software logs indicated a restart of the image acquisition system (ias), however, there was no indication of a switch press event before the restart as was indicated in the reported. There was also an indication of an interface cable disconnect at 8:46:09 before the restart. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient weight not available from the site. It was later reported that the medtronic representative stayed with and observed the imaging system and its functions from power up, move into or, through scouts and spins, to removal from or and back to parking. The rep gathered logs for review if needed. The surgeon was satisfied with the images and the imaging system's operation, as was the rt. No issues occurred throughout usage. During the onsite inspection, the medtronic representative reported that the system operated within specifications. The rep checked the system, the mobile view station (mvs), the mvs interface cable, the pendant and the system operations. The issue could not be reproduced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while the radiologic technologist (rt) was positioning the imaging system gantry during a spinal fusion procedure, the rt moved the gantry toward the patient's head and then backed-up to acquire a 2d image. At this time, the pendant was showing "system shutting down." The message appeared prior to pressing the acquisition button. The site was able to turn the switch and power down the system, reboot, and then proceed with image acquisition normally. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.